Event description:
It was reported that the patient experienced inflation issues due to fluid loss with an ambicor penile prosthesis (app). The app was explanted and a new app was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.